Event description:
Further follow-up revealed that the pt was on 2 days of IV antibiotics and underwent wound debridement and was then placed on home antibiotics. Physician indicated that the pt's neck incision was not improving and that the pt had developed redness and drainage at the chest incision. The pt's family member indicated that they were dissatisfied with the vns therapy and indicated that they had not seen improvement in the pt's seizures. The pt was later explanted due to infection.

Event description:
The pt developed an infection. The infection was diagnosed approximately two weeks after the vns implant. Pt reportedly had a slight fever with redness at the neck incision and swelling over the generator pocket area. It was further reported that the pt has not had seizures since the implant. Pt has excessive drooling and it is believed that this contributed to the infection. Pt was treated with antibiotics (augmention and levaquin); however, the infection does not appear to be resolving. The wound at the generator pocket has opened. The physician's office notes (dated approx. Two months post-op) state that the neck incision was well heated. The medial aspect of the neck area showed protruding granulation tissue and no signs no signs of infection. There was no mention of the wound at the generator area. Notes from the implant surgery state that antibiotics were used pre-operatively, during surgery, and post-operatively. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The likely causes of the infection are the pt's constant drolling or the implant surgery.